Event description:
It was reported that the patient had inflation issues with this inflatable penile prosthesis (ipp). A replacement surgery was performed during which a crack in the tubing of the pump was identified. All components were removed and replaced with no patient complications.